Manufacturer narrative:
Product complaint # pc-(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total knee arthroplasty procedure on (B)(6)2018 and a suture was used. During surgery while suturing the fascia layer tissue in a continuous loop the needle popped off the suture near the end of the stitch. A second like suture strand was used to complete the closure. The suture was discarded. There were no adverse patient consequences reported. No additional information was provided.